Event description:
Multiple patient samples tested for different analytes give initial result of 0. Upon repeat, samples give a believable result. The following examples were provided from (B)(4)2007, where 7-10 samples gave low results, when upon repeat, gave higher values: sample 1, initial phosphorus result 0 mmol/l, creatine 0 mg/dl, and total protein 0 mg/dl. Same sample repeated gave results of 5.0 mmol/l for phosphorus, 0.4 mg/dl for creatinine, and 5.6 mg/dl for total protein. Sample 2, initial ast result 0 u/l, repeat 21 u/l. Sample 3, initial alp result 0 u/l, repeat 50 u/l. Sample 4, initial glucose result 0 mg/dl, repeat 324 mg/dl. Sample 5, female patient, initial glucose result 0 mg/dl, repeat 103 mg/dl. Initial results were not reported. The field service representative determined there was a problem with the level detection on the sample probe. The instrument was repaired.